Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with juvéderm¿ voluma¿ in lateral cheeks and lower face. Tear troughs never treated. More than one and a half years later, exploratory surgery was performed to determine why patient had fluid retention around the eyes. "Dermal filler adhered to orbital rim area''. It was not a vascular event. Patient has had laser treatments and physician suspects this may have "challenged the integrity of the filler."